Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a systemic allergic reaction. The patient was using the g6 and the insulet omnipod insulin pump. Prior to sensor insertion the area was prepped with alcohol wipes. The patient stated she had swelling in her eyes, face, arms, and legs. She had itchiness and redness around the sensor pod area only. The patient was unsure which device was causing the systemic reaction, so she decided to remove both the cgm and the insulin pump. Upon removal of the devices, the patient stated the swelling went away. The patient mentioned she previously consulted an allergist (unspecified date) and had an allergy test done which was negative. The patient contacted both dexcom and insulet to verify the ingredients in the products so she can provide the information to her doctor to help verify what substances she is allergic too. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a systemic reaction three days after she inserted the sensor. She had swelling in her eyes, face, arms, and legs. She had itchiness and redness around the sensor pod area. She previously contacted her doctor (date not provided) and had an allergy test which was negative. She does not know if the dexcom or omnipod is causing the reaction so she removed both devices. There was no report of any treatment for the reported skin reaction. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).